Event description:
It was reported that the inner sheath exhibited a situation where the ceramic sheath tip broke and fell inside a patient and the customer indicated that all the broken pieces were retrieved from the patient. The issue occurred during a therapeutic transurethral resection bladder tumor procedure (turbt) and the procedure was completed. There were no reports of patient harm.